Manufacturer narrative:
Concomitant medical product: etbf2816c145e stent graft, implant date: (B)(6) 2015; etlw1616c93e stent graft, implant date: (B)(6) 2015; etlw1613c124e stent graft, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pain near their pacemaker site. It was further noted that the patient had elevated white blood cell count and that the patient developed a suspected infection. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the infection was not confirmed and that the patient was treated for a urinary tract infection and pain under the implant site.